Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that an intraocular lens (iol) was tilted vertically one day after implantation. A second procedure was performed on (B)(6) 2017. It is unknown if the iol was explanted or repositioned. Additional information has been requested but not received.